Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Bg cause was not known. Customer received assistance from paramedic and consumed juice and crackers to address bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 2:28:35 am to 3:23:35 am on 4/15/2020. Cgm alert 1 (cgm low alert) enunciated at 2:28:35 am. On 4/14/2020 at 8:09:06 pm, and 4/15/2020 at 1:02:07 am, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.